Event description:
It was reported that, at the implant of this cardiac resynchronization therapy defibrillator (crt-d), there was complete loss of capture (loc) at maximum output on the right ventricular (rv) channel. Rv impedance was over 3000 ohms and high pacing thresholds were noted. The lead was tested on the pacing system analyzer (psa) with satisfactory results. Another device was implanted and this device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, at the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), there was complete loss of capture (loc) at maximum output on the right ventricular (rv) channel. Rv impedance was over 3000 ohms and high pacing thresholds were noted. The lead was tested on the pacing system analyzer (psa) with satisfactory results. Another device was implanted and this device was returned for analysis.